Event description:
On 02/23/2011, a cyberonics consultant reported that a vns pt was experiencing left laryngeal nerve paralysis as a result of the implant surgery. The pt was noted to be improving as the vns device was not programmed on. It was determined by an ear nose and throat physician that the paralysis was present. As a result of the paralysis, the pt is having laryngeal spasms, which is causing anxiety and panic attacks with stridor. Due to these problems, the physician determined that the pt needed a tracheostomy, which occurred in the last two weeks. The pt was experiencing breathing issues as a result of the panic attacks. Currently, the pt has not been programmed on and is being referred to a hosp for eval. After evaluation, it will be decided if the device will be explanted.